Event description:
The suture broke out of first "t" anchor. No patient injury or complications were resulted from this event. Physician left "t" anchors from two devices implanted in the patient. The procedure was completed successfully with additional fast-fix.